Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia, diabetic ketoacidosis and loss of consciousness.

Event description:
It was reported that signal loss occurred. On (B)(6) 2026, the patient woke up and observed a signal loss. When the connection briefly returned, the cgm displayed a high glucose reading; however, the patient reported that the sensor was not communicating with her insulin pump. The duration of the intermittent return of readings was unknown. The patient experienced blurry vision followed by a loss of consciousness. The patient's husband contacted emergency medical services (ems), and paramedics arrived at approximately 9:30 am to 10:00 am. The patient was transported to the hospital for evaluation and treatment. Upon arrival at the hospital, a fingerstick blood glucose measurement was obtained, with a reported value of 782 mg/dl. The patient was reported to have experienced diabetic ketoacidosis (dka). The patient was admitted to the intensive care unit (ICU) and treated with intravenous insulin. The patient remained hospitalized for 12 days before being discharged. The reason for the extended hospitalization was unknown; however, no additional underlying health conditions were reported. At the time of the report, the patient was reported to be stable. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.